Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported driveline infection, as well as a direct correlation to the device could not conclusively be determined through this evaluation. The two submitted controller event log file contained data from (B)(6) 2020 at 8:55:16 to (B)(6) 2020 at 9:39:25 and (B)(6) 2020 at 22:30:38 to (B)(6) 2020 at 10:15:28. There were numerous captured events where the calculated flow was below 2.5 lpm, resulting in 127 low flow faults and 17 low flow alarms. Of note, the low flow events appeared to be associated with elevated pis, ranging from 7.4-10.9. Despite these alarms, no other abnormal events were captured. The pump operated at or above the low speed limit of 4200 rpm for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The pump was shipped on 22jul2019. The heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. Additionally, the heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A review of the new log file noted low flows with high pi readings. No other unusual events were noted in the log file. The low flow alarms did not resolve. The patient continued to have intermittent low flow alarms. An echocardiogram was done to rule out pump obstruction and pump malposition. The patient was asymptomatic and stable. The account planned to continue with routine care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Log files were sent for routine analysis. A review of the log files noted low flow events on (B)(6) 2020, occurring at times when the pulsatility index (pi) was elevated. The patient had intermittent low flow alarms. An echocardiogram was done to rule out pump obstruction and malposition. The patient had an exit site infection. The patient was stable and on intravenous antibiotics. The account planned to continue with routine care. The patient was to be discharged soon. No further information was provided.